Manufacturer narrative:
Product ID 3889-28, lot# va0uf2a, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a sudden return of symptoms and lack of effect in (B)(6) 2015. Symptoms included frequency and urge and the issue occurred daily. There were no traumas, falls, positional movement, medical tests, or electromagnetic interference environmental exposure related to the issue. The patient increased stimulation and planned to monitor symptoms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.